Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient first presented to the hospital due to a pseudomonas driveline infection on (B)(6) 2016. It was suspected that the patient's infection was due to trauma to the driveline exit site. The patient was treated with oral and IV antibiotics. The patient underwent two driveline debridement procedures (dates not specified). It was reported that the pump pocket was not infected although the patient's infection was severe throughout the abdomen. The patient reportedly had four types of resistant pseudomonas, making the patient ineligible for transplant. On (B)(6) 2016, the patient underwent a pump exchange due to driveline infection. The original infected driveline was cut out and the site was debrided thoroughly. The new driveline was tunneled out the opposite side. After closing the chest, dressings and a wound vac were placed. The patient was reported to be stable and doing well post-exchange.

Manufacturer narrative:
Additional information: no equipment was returned for evaluation. The specific cause for the reported event could not be determined. It was reported that the patient was doing well following the pump exchange. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.